Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient symptom triggered did not show on an egm. Egm was cleared and storage showed full. Egm trigger was programmed to high for both brady episode and symptom episode with detection. Patient was symptomatic with syncope. It was suggested that patient present in the clinic for further interrogation. Patient was not seen in clinic and issue was not resolved. Patient is stable.